Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valbe was chosen for implant using a large flexnav delivery system. The activated clotting levels were 236,200s and heparin was given. The patient had a left bundle branch block (lbbb) and a temporary pacemaker was placed. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully and partially re-sheathed one time due to implant was too high. The final implant depth at non-coronary cusp (ncc) was 5.36mm and at left coronary cusp (lcc) was 5.14mm. On (B)(6) 2026, a permanent pacemaker was implanted in the patient.

Manufacturer narrative:
. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.